Event description:
Aventis case ID: (B)(4). Initial report: this non-serious, spontaneous report was received from a consumer in (B)(6) via our us affiliate (B)(4). This report involves a (B)(6) female patient who was administered three injections of sculptra (poly-l-lactic acid) for cosmetic purposes (dosage and therapy dates not provided). No medical history or concomitant medications were reported. This patient reports that about a year ago, after her first injection, she developed several lumps, one of which is larger than a pea on the corner of the mouth and smaller ones around the jaw area. The lumps have not improved or worsened. No countermeasures have been provided.